Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump wake button was not operating properly. Customer's blood glucose (bg) level was 530 mg/dl. Multiple attempts were made to follow up with the customer on how the bg level was addressed; however no response from the customer was received. Reportedly, the customer had an alternate pump available for insulin therapy.